Event description:
2004. Pt for angiogram presents with cp. Stent placed mid lad. 2.5 x 16 mm taxus. 2004 pt returned to cath lab. Angio showed in-stent thrombosis in lad. Successful transluminal angioplasty up to 3.18 diameter.

Event description:
Pt for angiogram presents with chest pain. Stent placed mid lad. 2.5 x 16 mm taxus. Three days later pt returned to cath lab. Angio showed in-stent thrombosis in lad. Successful transluminal angioplasty up to 3.18 diameter. Thrombus in stent.